Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: serosal surface of the tube)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure (batch no. A73764-inv 12579427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, endometriosis and left lower quadrant pain. Concomitant products included amitriptyline from (B)(6) 2018 to (B)(6) 2018, etonogestrel (nexplanon), fentanyl from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, loratadine from (B)(6) 2015 to (B)(6) 2018 and metaxalone from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), depression ("psychological or psychiatric problems (condition: depression"), anxiety ("psychological or psychiatric problems (condition: mental anguish"), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, migraine, headache and fatigue outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of expiration left: (B)(6) 2016 and right: (B)(6) 2015. Both tubes had the essure coils within them. Left essure coil placement at first I encountered resistance approximately 2 cm inside the tube diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, migraine. Lot number a73764 is invalid. Lot number:12579427 manufacture date:2013-06, expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: serosal surface of the tube)'), fallopian tube perforation ('perforation: fallopian tubes'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia(heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 30-year-old female patient who had essure (batch no. A73764-inv 12579427) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, endometriosis and left lower quadrant pain. Concomitant products included amitriptyline from (B)(6) 2018 to (B)(6) 2018, etonogestrel (nexplanon), fentanyl from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, loratadine from (B)(6) 2015 to (B)(6) 2018 and metaxalone from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), depression ("psychological or psychiatric problems (condition: depression"), anxiety ("psychological or psychiatric problems (condition: mental anguish/anxiety"), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/chronic pain"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), pain ("general pain") and general physical health deterioration ("suffering bodily impairment") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hyst. (Full),salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, depression, anxiety, migraine, headache, fatigue, weight increased, nausea and pain outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain, female sexual dysfunction, dyspareunia, dysmenorrhoea, genital haemorrhage, metrorrhagia, bladder disorder and vaginal discharge had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of expiration left: (B)(6) 2016 and right: (B)(6) 2015. Both tubes had the essure coils within them. Left essure coil placement at first I encountered resistance approximately 2 cm inside the tube. Insertion date as per previous fu: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, migraine. Lot number a73764 is invalid. Lot number:12579427 manufacture date: 2013-06 expiration date: 2016-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Events: apareunia , dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), gen. Abnormal. Bleed, metorhagia(bleeding between periods), perforation: fallopian tubes, bladder problems , vaginal discharge , weight gain ,nausea, gi conditions, general pain, suffering bodily impairment were added. Event outcome was updated for the events: pelvic pain, abdominal pain. Event outcome was added for the events: apareunia, dyspareunia, dysmenorrhea, gen. Abnormal. Bleed, metorhagia, vaginal discharge, bladder problems. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device (location of device: serosal surface of the tube)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 12579427, a73764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, endometriosis and left lower quadrant pain. Concomitant products included amitriptyline from (B)(6) 2018 to (B)(6) 2018, etonogestrel (nexplanon), fentanyl from (B)(6) 2015 to (B)(6) 2018, ibuprofen from (B)(6) 2015 to (B)(6) 2018, loratadine from (B)(6) 2015 to (B)(6) 2018 and metaxalone from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) / vaginal bleeding"), depression ("psychological or psychiatric problems (condition: depression"), anxiety ("psychological or psychiatric problems (condition: mental anguish"), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, migraine, headache and fatigue outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the pelvic pain, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of expiration left: (B)(6) 2016 and right: (B)(6) 2015. Both tubes had the essure coils within them. Left essure coil placement at first I encountered resistance approximately 2 cm inside the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, migraine. Most recent follow-up information incorporated above includes: on 13-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- migration of essure device (location of device: serosal surface of the tube), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems (condition: depression and mental anguish), migraines / headaches, fatigue, abdominal pain, left lower abdominal pain. Outcome of event pelvic pain were updated. Concomitant drug, medical history, lab data, reporter information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.